Manufacturer narrative:
This report was prepared by reporter. Awaiting receipt of complaint device.

Event description:
Neopuff unit designated "out of service", questionable performance, no pt application.